Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer stated she woke up and tested her blood glucose and the motor error occurred when she tried to send the meter reading to the insulin pump and then she received an off no power alarm and had to change the battery. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind and prime without an alarm and the insulin pump passed the displacement test. Blood glucose value was 204 mg/dl. Customer was advised to monitor the device and call back if issue recurs.